Event description:
As medical doctor was peeling sheath away the product stretched (which is not normal) and finally snapped with approximately 4" of peel away material left on the wire just inside the patients skin access. Medical doctor had to do a small dermatatomy to get kelly clamp in to retrieve the rest of the sheath. Entire sheath was retrieved.